Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 for high blood glucose. The customer's blood glucose was 1900 mg/dl at the time of admission. The customer stated the cause of their hospitalization was from diabetic ketoacidosis. The customer reported not being coherent at the time of incident. Customer was hospitalized for one week and was treated with an IV drip. Customer was not wearing the insulin pump at the time hospitalization. Customer had been disconnected from the insulin pump three hours prior to the hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.